Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump will be replaced via shooting star same day.

Manufacturer narrative:
Findings: button error alarm due to moisture damage on keypad trace. Pump received with minor scratched display window, cracked reservoir tube lip and case dented. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.